Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a check vent backup alarm failed occurred while on a patient. The device kept operating when the alarm occurred. There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) confirmed that there was an error code 1104 backup alarm failed message found in the event log.

Manufacturer narrative:
H10: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. The issue of ls1 and secondary alarm failure has been previously investigated. Testing of this cpu pcba with the accusation of a secondary alarm failure / ec 1104 has been analyzed and the results of the testing of this cpu pcba have resulted in a no problem found. H11: d4 - product UDI #

Manufacturer narrative:
The reported issue was not duplicated by a check performed. Since the occurrence was confirmed in the event log, the central processing unit (cpu board was replaced as recurrence preventive measures. Based on information provided and/or service performed it was not confirmed unit did not meet product specifications. Since occurrence was confirmed in the event log, the cpu board was replaced as recurrence preventive measures. The device was being used for treatment when the reported event occurred. There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.